Event description:
It was reported that after use of the device, the tracheal cuff could not be deflated. No patient harm reported. No replacement of the tube was required. No report of serious injury or death associated with this reported event.

Manufacturer narrative:
(B)(4). Attempts to obtain more information from the customer have been unsuccessful to date.

Manufacturer narrative:
(B)(4) . One sample of an endobronchial tube was received for evaluation. Visual inspection was performed and no anomalies were found. Inflation and deflation tests were performed and no malfunction was detected, as it inflated and deflated as intended. All manufacturing controls were found acceptable and effective to detect the reported failure mode. An inflation deflation test is performed for all products, when the operator visually inspects all products for no leaks and segregates the defective devices. This type of malfunction would have been detected during the inflate deflate tests and removed from the lot. The customer reported malfunction was not verified, as it was found to function per specifications.

Event description:
It was reported after an indeterminate period of patient use, the endobronchial tube cuff could not be deflated. The endobronchial tube was not replaced nor was there any report of patient harm or injury. There is no report of serious injury or death associated with this event.